Event description:
Dr. (B)(6) implant surgeon from our customer reported to us that during a metal excision (caudal peripheral position with root irritation) the head of the screw was removed from the body. Please find x-rays attached. A replacement was available. The patient was fully mobile after surgery. The surgery was successfully completed.

Manufacturer narrative:
Additional information has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.